Event description:
Reported issue: the balloon burst during the robot assisted radical prostatectomy. Therefore, the device was replaced with a new one. Nothing fell/remained in the patient.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit of 410944s weckvista access balloon port 10mmx53mm for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used, as there is biological material present on the device. The balloon was found to have three holes in a line along a seam at its proximal end. Based on the condition of the returned sample and the inspection process for each device during manufacturing, the damage appears to be caused when the device was scraped during the procedure. Therefore, unintentional user error caused or contributed to this issue. The device history review for manufacturing site: according to gs-0168tec, each part produced is tested as a control process in normal production, and a completed part must remain inflated for a minimum of 30 minutes. Additionally, also each part produced is 100% inspected by passing through a gage which helps to detect the overinflation condition on the balloon assembly. This information supports the probable root cause of unintentional user error. The device history review for the product weckvista access balloon port 10mmx53mm lot# 73b2100633 investigation did not show issues related to the complaint. The IFU for this product, l02709 rev02, was r eviewed as a part of this complaint investigation. The IFU informs the user, "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to r upture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." The IFU also states, "to ensure smooth insertion, avoid inserting instruments at an angle. Always attempt to insert instrumentation straight down the cannula. A corrective action is not required at this time as it appears that unintentional user error caused or contributed to this event." The reported complaint of burst - balloon was confirmed based upon the sample received. Based on the observed damage, the device appears to have been scratched/scraped during the procedure. All balloon ports are 100% inspected for proper inflation during the inspection process. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Based upon the damage observed, it appears that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the balloon got burst during the robot assisted radical prostatectomy. Therefore, the device was replaced with a new one. Nothing fell/remained in the patient.